Event description:
It was reported to philips that the system was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to perform exposure. Upon inspecting the system, fse found flat detector controller (fdc) did not recognize the detector. Fse checked detector and found it was not connected to ippc, so it suspected that the problem of fdc itself or the detector did not start up, fse replaced detector power supply firstly, but issue reoccurred one day later. Fse suspected the new detector power supply was a defective on arrival one so replaced detector power supply again, issue persisted. Fse measured the resistance value of the cable from the fdc to the power supply, and there was no problem, so suspected that there was a problem with the fdc. After the replacement of the fdc, the fault continued. Fse noticed that the 24v indicator light of the power supply was off when the problem occurred all the time, so fse measure the 24v output of power supply nd unit and found it was faulty, also the cable between nd unit and detector was damaged. Fse replaced power supply nd unit and cable to solve the issue eventually. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.